Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list # 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Event description:
The customer observed prism hepatitis b surface antigen drain time errors when prism reaction tray lot 89898m500 was in use. The customer re-tested approximately 100 donor samples at least 3 times without success, therefore, the customer sent out the donor samples for alternative testing. There was no impact to patient management.

Manufacturer narrative:
(B)(4).